Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por with reason codes "dclk edges, clkstop status". Coincided with radiation therapy. Device recovered after reset.

Event description:
It was reported that the device experienced an electrical reset after patient had proton radiation therapy. The device was successfully reprogrammed back to previous settings and remains in use. No patient complications have been reported as a result of this event.